Event description:
Product complications: filter basket strut broke time of complication: during the procedure in 2006. Symptoms: none it was reported that in treating the right internal carotid artery with a type 3 arch one of the struts was found broken(fractured). The broken strus was found after the filter basket had been deployed. The filter basket was retrieved and removed without incident. It was also rpeorted that a buddy wire had been used during advancement. There was no pt injury or effect. No additional information was available.